Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the light guide lens could not be identified and a definitive root cause of the issue could not be determined, however, the issue was likely the due to the adhesive around lens has peeling off as a result of physical stress such as hitting the tip of the scope or dropping the tip, and or chemical stress from the chemical solution used, allowing moisture/foreign material to enter the lens. Because the foreign matter was attached to an area other than the outer surface of the scope, it was not possible to remove the foreign material through reprocessing. The event may be detected/prevented by following the instructions for use section below: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus service center for annual inspection. As part of the asset return inspection process, a leakage was found in the bending section cover. The light guide lens had foreign material/dust inside, due to insufficient cleaning. Additionally, the air/water cylinder and suction cylinder had no color. The bending section covers lost water tightness due to pinhole damage. The adhesive around the bending section cover lens was worn. The connecting tube had a cut. There was corrosion around the forceps elevator. Due to fray of knob wire, forceps skip or sway on the upper half of the endoscopic image. Due to wear of angle wire, the play of up/down knob was out of the standard value. The universal cord had a scratch. The customer later confirmed the reprocessing was done as per the user manual and throughout the procedure both during manual washing and disinfection in the machine they encountered no problems. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus device, evis exera ii duodenovideoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that the light guide lens had foreign material inside. This report is being submitted for the event found during evaluation. There were no reports of patient or user harm associated with this event.